Event description:
It was reported that intermittently the image on the 9900 system had lines in it. There was no report of pt injury.

Manufacturer narrative:
No additional info at this time. When information becomes available, it will be reported as required.